Event description:
Patient reported that blue piece that connects mouthpiece to machine is broken and needs replacement. It is the tubing. He needs to use machine this evening. He is not sure what piece of equipment is called. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.